Manufacturer narrative:
H.6. Investigation summary: two (2) samples were provided to bd medical ¿ pharmaceutical system (bdm-ps) for analysis. Bdm-ps performed a batch history record¿s review (bhr) including a review of all data collected during in process and quality inspections. The batch involved in this complaint meets all acceptable quality levels (aql¿s), was manufactured and released according to applicable procedures and specifications. Initial investigation revealed no visible damage to the pens. Investigator observed no droplets forming at the needle tip during the 30 second allowance. The number of droplets observed was as follows: after needle attachment after low dose after mid dose after high dose pen number droplets observed 0 0 0 0 droplets observed 0 0 0 0 based on investigation conclusion, bdm-ps was not able to confirm the symptom perceived by customer or correlate this symptom with a potential cause linked to bd process.

Event description:
It was reported that bd¿ pen ii organon puregon pen second gen was leaked during use.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd¿ pen ii organon puregon pen second gen was leaked during use.